Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed an non-sustained ventricular oversensing episode on the sense amplitude channel. A programming change was made. The patient will continue to be monitored.